Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. The customer's current blood glucose value was 88 mg/dl. The troubleshooting was not performed for low blood glucose. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the event date has been changed to (B)(6) 2018 and yesterday's blood glucose value was (B)(6) mg/dl.